Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare remote technical engineer provided the customer with repair information. Ge healthcare made three attempts to gain further information regarding the event and the repair status, however no information from the customer has been received.

Manufacturer narrative:
The date of device manufacture was unavailable at time of filing. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit did not give the option for volume control ventilation. There is no report of patient involvement.